Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The error code 41786 was confirmed. The error code was cleared per troubleshooting procedure. There was no known cause of the issue.

Event description:
The device was returned as it was displaying error code: 47186 / 0004 when turned on. The event occurred during testing. The results of the investigation confirmed the reported error. There was no patient involvement.